Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a file corruption error and would not boot up. No pt injury was reported.